Event description:
Refer to h10/h11 for follow-up information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend (vse) instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation did not replicate nor confirm the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. Upon visual inspection, there was no blade exposed outside of the blade garage, and jaw ceramic dots were present. The instrument was returned with the integrated cord already cut off. The instrument passed electrical continuity. The knife slot measured 0.027¿. The grip force test and energy delivery tests were not performed since the energy cord was cut off. No errors occurred during in-house testing. A review of logs showed no failures. The instrument was transferred to the engineering team for advanced failure analysis. The instrument's proximal housing was removed, and it was noticed the butt splice crimp that ties the electrode conductors to the integrated cable appeared to have an improper crimp. There should be no visible conductors extending out of the crimp. One of the instrument's energy cable crimps appears to be improper. A continuity test was carried out from the remaining wire crimped to the improper crimp to the instrument's jaw electrode. The continuity test was intermittent, and it was found that moving the white wire would cause continuity to be lost. The probable root cause for the improper crimp is typically attributed to manufacturing. The intermittent continuity test may have been related to the customer's complaint of "does not seal well enough", but since the integrated cable had been cut, the energy delivery test could not be carried out.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the vessel sealer extend did not seal well enough. The procedure was completed with no report of patient injury and a slight delay of less than 15 minutes. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
A return material authorization (RMA) has been issued and intuitive surgical, inc. (Isi) has requested to have the vessel sealer extend (vse) instrument be returned for evaluation; however, the instrument has not yet been received as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. This complaint is considered a reportable event due to the following conclusion: per the description of the complaint the vessel sealer extend (vse) instrument was not sealing properly, the vse instrument may have incurred a failure mode that is known to impact sealing effectiveness. The generator used with the vessel sealer instrument and da vinci system is designed to provide a successful confirmation signal to indicate seal completion. However, it is unknown if there was a successful confirmation signal following the reported sealing cycle attempt. Deficiencies in sealing may lead to inadequate hemostasis. At this time, it is unknown what caused the alleged insufficient sealing issue. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.